Event description:
It was reported that the customer had an unspecified cartridge issue with multiple cartridges. Customer¿s blood glucose (bg) level was 50 mg/dl. Customer consumed carbohydrates to address bg. A cartridge change was performed to address the issue.